Event description:
Customer reported receiving imprecise adc meter readings of 455mg/dl and 111mg/dl obtained within a ten minute timeframe. When plotted on the parkes error grid, the results fell within the "c" zone showing the difference between the values is clinically significant. There was no report of serious injury, death or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation and a final report will be submitted when the investigation is complete.